Manufacturer narrative:
(B)(4).

Event description:
The patient developed and infection in tooth location 31 after the fixture was implanted for over two (2) years. The doctor indicated infection and bone condition as contributing factors for inplant removal.